Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.

Event description:
It was reported the patient's blood glucose level reached 22 mmol/l (396 mg/dl) while wearing the pod between 1 and 4 hours on the upper arm. It was reported that the pod adhesive was crumpled under the pod, and the patient's blood sugar subsequently increased rapidly. Symptoms reported include dry mouth, tingling, nausea, tinnitus, and syncope. The patient's spouse contacted a diabetic nurse (dsn mignon verhoe) and was directed to the emergency room. The pod was removed and a new pod was applied before the patient went to the hospital. The patient also administered 10 units of insulin using an insulin pen. At the hospital, blood tests and electrocardiogram (ECG) were performed. The patient's blood glucose was 14.7 mmol/l (265 mg/dl) at the hospital, then decreased to 3.8 mmol/l (68 mg/dl) after care. The ECG indicated a benign irregular rhythm. The patient was discharged after 4 hours 45 minutes and has since reported an improvement in her symptoms. The patient was treated at (B)(6).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.